Event description:
It was reported that the right atrial (ra) lead threshold jumped to around 3 volts. Review of performance data indicated chronic high impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr, implantable pulse generator, (B)(6) 2007. (B)(4).